Event description:
It was reported by service report that the lock bar strut was broken on the stair chair. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Lock bar strut.